Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 16x3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent dislodged inside patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 3.00 x 16mm stent delivery system (sds) was returned for analysis. The stent was detached from the sds and was not returned for analysis. The manufacturing crimp data for this device was reviewed and the crimp details for this device were within the specification. The maximum stent profile was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 730mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 16x3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent dislodged inside patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.